Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, no motor error alarm during testing noted. The motor was tested outside the device and passed. E70 alarm was not confirm in history file or during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump alarmed motor error and a motor position encoder error. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that drive support cap was normal. Customer stated that insulin pump was not exposed to high magnetic field. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The device will not be returned for analysis.